Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number is the international list number which is similar to us list number of 062910. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021 during a nurse visit, the patient was noted to have a red, sore stoma site with odorous exudate. The patient went to the emergency room where blood and cultures were taken and an ultrasound of the stoma site was done. The patient was afebrile and observations were stable. A surgical team reviewed the patient and unspecified intravenous antibiotics were started. The patient was transferred another hospital and the cause of the infection was not known.